Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 431 mg/dl and he bolused, but his blood glucose had increased to over 500 mg/dl twenty minutes later. There was insulin inside of the reservoir chamber; the infusion set tubing cap had a leak. The patient resolved the issue by changing the infusion set, and everything began to work normally again. The insulin pump was not returned for analysis.